Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support (tts) educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose subsequently decreased to 22 mg/dl. The customer's partner administered glucagon injection and called ems. Ems monitored the customer and recommended the customer go to the emergency room. Customer went to the emergency room (ER) and was monitored for 2 hours, no treatment or assistance was provided while in the ER. System check was performed by tts and the pump is functioning as intended.

Manufacturer narrative:
B2, b5, f10: remove- f11, c20, d14, f10: add: f12, c23, d11.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 22 mg/dl. The customer's partner administered glucagon injection. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.